Manufacturer narrative:
Concomitant medical products: 7274 ICD, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three to five inappropriate shocks due to oversensing of the pace/sense portion of the right ventricular (rv) lead. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.